Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The collar assembly was implanted utilizing another locking bolt. The fractured locking bolt from the collar assembly implanted was not returned for evaluation. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent a procedure utilizing an arthrodesis nail collar assembly on (B)(6) 2011. During the procedure, a bolt fractured while being implanted with a wrench. The head of the bolt was removed from the wrench and the bottom portion was removed from the collar assembly. Another collar assembly was opened to obtain the bolt necessary to complete the procedure. There was no injury to the patient or delay to the procedure as a result.